Manufacturer narrative:
E.1 initial reporter facility- (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a printer failure. A field service engineer found that the printer was retreating the card stock. The fse disconnected the printer, restored the factory settings using the reset button, deleted the device in windows, and rebooted the system. After waiting five minutes before reconnecting the printer, a test label was printed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, the system printer was printing mirror image and instead of the paper rolling out from the printer. The customer reported that the printer consistently prints mirror images and feeds the paper back into the machine after power outages, and that restarting the aio, power cycling the printer, and reprinting labels did not resolve the issue. However, there were no delay or adverse events or injuries reported based on this event.